Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service engineer. The problem was resolved and the cause assigned to the olympus, model series 190 scopes involved in the event. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon connection of an olympus, model series 190 scope to the olympus, model cv-190, evis exera iii video system center, no image was present other than "snow." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.